Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Event description:
It was reported by manager via email that 3 monitors failed. First radiance 32¿ 4k/uhd medical display and radiance ultra 32¿ hd medical display had intermittent power. Second radiance 32¿ 4k/uhd medical display presented image degradation, sharpness and color is not as it once was. No replacements are needed. No surgical involvement.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that 3 monitors failed. First radiance 32¿ 4k/uhd medical display and radiance ultra 32¿ hd medical display had intermittent power. Second radiance 32¿ 4k/uhd medical display presented image degradation, sharpness and color is not as it once was. These monitors were not used by a customer; only used for development from spine team and they deal with nds directly. These monitors are from a depuy lab then cannot repair them; therefore, the wo was closed by error. The units would be as not for human use. Since the reported condition is not confirmed, the root cause for the reported failure cannot be determined, but lack of maintenance can be the most probable root causes of the failure reported. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.